Event description:
The customer reported that following a radiology balloon procedure (pta) in 2000, a vasoseal vhd kit size 1 was deployed. Following deployment no hematoma was noted at the puncture site. Four hours later a retroperitoneal bleed was diagnosed and the pt was taken to surgery. The pt was in intensive care and then was taken to the surgery ward the next day. Two days after the pta, the pt expired.